Event description:
A customer contacted baxter's technical service center regarding trouble draining and felt full after therapy had ended on the homechoice(hc). The caregiver (cg) stated home patient (hp) had manually drained 4417ml after therapy was complete. The fill volume is 2000ml. This drain volume meets baxter's increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) reviewed the programming and explained the initial drain alarm is 0ml but hp has a last fill volume of 2000ml. Cg stated hp drains out manually four hours after therapy ends. Tsr asked if hp uses ultra bags to drain, cg stated no she uses the machine. Cg reported when hc shows end therapy, hp will disconnect and 4 hours later she uses the machine to drain out. Cg stated that was what they did today as well. Tsr will swap the machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the drain volume of 4417 ml was neither confirmed in the device logs nor duplicated during evaluation. The customer performed 5 additional therapies using the cycler after the date of the reported incident on (B)(6) 2010; as a result, new therapy data overwrote the existing event log therapy data for the reported incident. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intra-peritoneal volume (iipv) criteria. The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties, the device functioned normally during the pal evaluation. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance was informed by the peritoneal dialysis (pd) clinic that patient was no longer doing pd therapy using the cycler. Clinic would not disclose any further information.